Event description:
It was reported that that this implantable device exhibited undersensing of premature ventricular contractions (pvc), which resulted in pacing being delivered when not required. The system history was discussed, and it was noted that at some point it was found that the right ventricular (rv) lead was damaged, and a perforation was identified, so it was replaced and abandoned in the patient. At that time, the physician made the decision to connect the new rv lead, which was positioned at the septum level, to the left ventricular (lv) port in the headers device. Since then, the system has been programmed to provide lv pacing only. Recommendations for reprogramming and next steps were requested as there is no rv lead connected and the timing is based on rv. The lack of rv lead can cause pacing inhibition, inappropriate pacing and problems with timing cycles. Later, further troubleshooting and review of settings were performed. Evidence suggest that this device remains in service and no adverse patient effects have been reported. A boston scientific field representative will discuss this case with a health care professional to recommend repositioning of the new rv lead and to plug it into the rv port. No adverse patient effects were reported. The device remains in service. Additional information has been received. After further investigation, it was found that the lv detection was set to off. The feature turned back on in bipolar mode. Evidence suggests that the rv lead has not been plugged to the rv port yet. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that that this implantable device exhibited undersensing of premature ventricular contractions (pvc), which resulted in pacing being delivered when not required. The system history was discussed, and it was noted that at some point it was found that the right ventricular (rv) lead was damaged, and a perforation was identified, so it was replaced and abandoned in the patient. At that time, the physician made the decision to connect the new rv lead, which was positioned at the septum level, to the left ventricular (lv) port in the headers device. Since then, the system has been programmed to provide lv pacing only. Recommendations for reprogramming and next steps were requested as there is no rv lead connected and the timing is based on rv. The lack of rv lead can cause pacing inhibition, inappropriate pacing and problems with timing cycles. Later, further troubleshooting and review of settings were performed. Evidence suggest that this device remains in service and no adverse patient effects have been reported. A boston scientific field representative will discuss this case with a health care professional to recommend repositioning of the new rv lead and to plug it into the rv port. No adverse patient effects were reported. The device remains in service.